Event description:
I went in for a routine mammogram and the technician assigned to me was not familiar with working the mammography modality causing injury to my pectoral muscle and left arm. FDA safety report ID # (B)(4).